Event description:
The pt's bilateral dbs neurostimulators were replaced and returned to the MFR. Electrode impedance readings included with the returned stimulators revealed high impedance. Readings showed multiple high impedance readings with impedance greater than 2000 ohms with current less than 7 ua on electrode pairs: 0 and canister, 1 and canister, 0 and 1, 0 and 2, 0 and 3, 1 and 2, 1 and 3, and 2 and 3. No pt symptoms were reported. The leads remain implanted. Ref MFR report #6000153-2008-00414.